Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2023, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that there was no known reason for the recent impedance issue. A follow up- surgery was performed (B)(6) 2023. They removed the 0-7 lead and replaced it with a new 977a260 lead. The physician cut the explanted lead so it would not be returned for analysis. The patient has no impedance problems.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). Caller reports patient has been charging more and more often and seeing the message: setting not available. Cannot provide your desired intensity settings for about 3 weeks, but was able to decrease/increase, until sunday when patient was not able to make any changes. Denies of fall or trauma. Caller reports patient does go to physical therapy and dancing, denies of any excessive twisting. Caller reports electrodes 2, 5, 6, and 7 are 40k ohms. Caller reports patient is programmed using electrodes 5, 6, and 7electrode impedance: reference 12 33910 ohms5: 3410 ohms6: 34310 ohms7: 34310 ohms reference 50: 36400 ohms1: 34110 ohms3: 3450 ohms4: 34350 ohms6: 40k ohms7: 40k ohms8-15: 40k ohms. Using electrodes 3+5-: caller is seeing an error message to reprogram below intensity, caller reports she is using 3.4ma/ 220pw/500hz. Suggest decreasing the rate.6.8ma/220pw/55hz. Caller reports patient is not feeling any stimulation. Reference 73: 34100 ohms4: 34400 ohms5: 40k ohms6: 40k ohms. Reference 63: 34200 ohms4: 34450 ohms5: 40k ohms7: 40k ohms. Reference 40: 2670 ohms1: 850 ohms2: 40k ohms3: 740 ohms5: 34350 ohms6: 34450 ohms7: 34400 ohms8: 950 ohms9: 1000 ohms10: 870 ohms11: 820 ohms12: 920 ohms13: 860 ohms14: 850 ohms15: 700 ohms. Using electrodes 1+4-: covers the front of patient's leg 2.4ma/400pw/55hzcaller reports patient needs stimulation in the back of their leg. Using electrodes 3+4-covers top of left hip faintly and bottom of both feet 4.2ma/250pw/55hzreference 89: 840 ohms10: 890 ohms11: 900 ohms12: 970 ohms13: 900 ohms14: 940 ohms15: 970 ohms8/10: barely in the rib and groins in the legs. 3.7ma/250pw/55hz. Caller reports patient has always felt rib stimulation, since implant, does not matter where the lead was implanted, lower or higher, patient feels in the rib stimulation. Caller reports the lead is not in the gutter. Additional information was received from a manufacturer representative (rep). The rep reported that the patient was reprogrammed and stated they have good coverage. The cause was not determined. The provided information has been confirmed with the physician/account. Additional information was received from a manufacturer representative (rep). The rep reported that they planned to replace the 0-7 lead. The caller provided the following impedance information: the caller indicated that prior to today they ran the connection check and electrodes 6 and 7 showed the red indicator. When they ran the connection check today electrodes 4 and 5 showed the red indicator. The caller indicated that today electrodes 2 and 7 are >40000 ohms and 0 showed the do not use indicator. Ref 1 electrode 3 850ohms ref 2 all values are >40000ohms. Ref3 electrode 4 36000ohms electrode 7 36000ohms. Technical services (tss) reviewed information about impedance with the caller.

Manufacturer narrative:
D10: section d information references the main component of the system and other applicable components are the leads. Product ID: 977a260, lot#/serial#: unknown, product type: lead. Section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: unknown. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.